Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the unit would not shut off. The main printed circuit board (pcb) was corroded. It was also identified that the hanger was cracked . The upper case, encoder assembly, liquid crystal display (lcd), display frame, two display frame grommets, two display frame screws, two case screws and three main pcb screws were contaminated. The battery drawer was sticking. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) internal battery was low and the unit would not shut off without removing the batteries. The epg was returned for analysis. There was no patient involvement.